Event description:
One screw used to secure bone flap at end of craniotomy broke off and remained in place. Screw fragment retained in patient due to safety concerns with effort for removal. Additional screw fragments collected and delivered to hospital risk management. Of note, 12 additional screws from the same manufacturer were used without incident. FDA safety report ID # (B)(4).